Event description:
Since our starting to use of the il gem 3000 system (for about one year), we have noticed high ionized calcium values whenever a new reagent cartridge is placed into service. These high values are noted with both quality control specimens and patient specimens. If these higher specimens are run on the other il gem 3000 system (older reagent cartridge), the values fall to the expected value. The duration of the erroneously high values is quite short and probably can be ascertained by the analysis of quality control specimens. The size of the positive bias is about 0.08 at concentrations of 0.8 and 1.25 mmol/l.